Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt / damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was isolated to corrosion on multiple components of the distribution node (dn) pca including c700, c703, and c757 distribution node (dn) pca. Correction: electrode belt sn (B)(4) was removed from service due to contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the belt malfunction.

Event description:
A us distributor reported that an patient was experiencing adjust belt messages and had a damaged electrode belt.